Manufacturer narrative:
The impella 5.0 was received and an investigation was completed. No abnormalities were found with the device. Simulated use testing was performed and pump flows were measured within specification. The root cause of the hemolysis was attributed to improper positioning with the pump outflow on the aortic valve.

Manufacturer narrative:
The impella 5.0 was received (B)(6) 2019 under complaint case-(B)(4) under a different symptom that was assessed as not reportable. The original complaint was closed, however, the customer has reported new information pertaining to a new symptom (hemolysis). Thus, a new complaint record was opened. Upon evaluation of this device for the newly reported symptom, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) asian male presenting for hemodynamic support with the impella 5.0 device. During support, the patient exhibited clinical signs of hemolysis via tests for hemoglobin, total bilirubin, and ldh. Plasma-free hemoglobin was not tested, thus, we cannot definitively confirm the patient's hemolysis. As treatment, several units of blood products were delivered.